Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor magnet retention. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 26, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 20, 2022.